Manufacturer narrative:
Concomitant medical products: product ID 3023, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# v711743, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
A healthcare provider (hcp) for a clinical study reported the patient had a loss of therapeutic effect. On (B)(6) 2012, the patient reported changing setting frequently and her urgency and leakage had increased from a prior level of efficacy. Etiology was due to programming and was unlikely related to the device or therapy and was not related to the procedure. The patient was reprogrammed. On (B)(6) 2012, the patient had an unscheduled clinic or office visit and she had increased incontinence. The device was interrogated and the results were abnormal; there were several broken leads as determined by impedance being greater than 4000. The patient was reprogrammed. The patient was also reprogrammed on (B)(6) 2013. The event outcome was resolved without sequelae. The event was related to the lead and the extension. Indication for use was reported as urinary dysfunction/sacral nerve stim. Follow up is being conducted to determine the cause of the high impedance. If additional information is received, a follow-up report will be sent. Refer to MFR report # 3004209178-2015-17667 for the report regarding the patient's lead.